Event description:
On (B) (6), I received third degree burns from a heating pad I had purchased at (B) (6) drug store. I had a back procedure and was told to apply heat for pain. I do not know what took place, but the next day, I saw back doctor and asked him what had happened to me. He said, have you had a heating pad on you, I said yes. He never said you need to see a wound care center. I got pneumonia, so I had gone to see doctor at (B) (6) medical center, and she sent me to wound center, where I was treated from (B) (6)2010 to (B) (6)2010 every week. I went without treatment from (B) (6) till (B) (6), 2010 till I could get in wound center. I have enclosed a letter from (B) (4) attorneys. At this time, I feel like I am getting the run around from everyone. Mr (B) (6) has all medical records and pictures from wound treatment center. I spoke with him a few days ago and he said, he would be in contact with (B) (6) and I should hear from them. I sent pad for inspection to (B) (4). (B) (6). I received 2nd and 3rd degree burns from this pad. It has left a very large scar on upper leg and stomach. The scar on leg is about 3" long by 3/4" wide. On stomach 1" long by 3/4" wide. Both were 3rd degree burns. I had 2nd degree burns on about 1/2 of my stomach which healed on their own, because it was about 4 weeks before I saw a wound care specialist. I hope this can shed light on what I've gone through, and still going through with all the run around of who owned product.

Manufacturer narrative:
Analysis confirmed the field experience of reset in the laboratory. The reset was a power-on-reset which occurred during high voltage therapy delivery. Analysis revealed one of the device's high voltage output transistors was shorted. It is believed that the device's lead was damaged, and the device delivered into a low impedance load during high voltage therapy delivery, causing the hardware reset.

Event description:
It was reported that the device could not be interrogated and was in back-up vvi mode. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.